Event description:
It was reported that a patient was having grand mal seizures. The patient believes the grand mal seizures are due to the physician decreasing their medication however this has not be confirmed to date. No additional relevant information has been received to date.